Event description:
It was reported that the patient presented in clinic after feeling lightheaded. Upon review it was noted that the right ventricular lead exhibited loss of capture and noise. The physician elected to implant a new rv lead and plug the existing rv lead into the lv port for backup pacing if needed. The patient was in stable condition post-procedure.